Event description:
A report was received that the patient was unable to charge her ipg. It was noted that the ipg was buried too deep. The patient underwent a revision procedure. The patient was doing well postoperatively. No further course of action needed at this time.